Event description:
The complainant reported an under-delivery. The dose was set for 700ml at a rate of 70ml/hour over 10 hours. The pump was left on overnight, and in the morning, it was noted that none of the feed had been delivered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.